Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex coronary artery. As a 2.50x38mm synergy drug-eluting stent was being introduced into a guide catheter, and while inside the patient, the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 66.5cm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex coronary artery. As a 2.50x38mm synergy drug-eluting stent was being introduced into a guide catheter, and while inside the patient, the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.